Event description:
It was reported that hypotension requiring intervention occurred. A left atrial appendage closure procedure was being performed. A watchman access system (was) was utilized. Difficulty was encountered advancing the was through the femoral vein. During the procedure the patient was nervous and stated feeling nauseous. The patient's blood pressure dropped, and medication was required. The blood pressure stabilized after medication administration. The physician was concerned regarding the quality of the was. The was was exchanged for another to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the watchman access system (was) was returned for analysis with the dilator in the sheath, unsnapped. The was was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed tip damage as there was ptfe delaminating from the inner sheath wall. The observed damage was attributed to procedural factors as the most likely cause of the damage due to the forces that are put upon the device during insertion, advancing, and manipulation. Device analysis could not confirm the reported events of hypotension and difficult to advance, as clinical circumstances could not be replicated.

Event description:
It was reported that hypotension requiring intervention occurred. A left atrial appendage closure procedure was being performed. A watchman access system (was) was utilized. Difficulty was encountered advancing the was through the femoral vein. During the procedure the patient was nervous and stated feeling nauseous. The patient's blood pressure dropped, and medication was required. The blood pressure stabilized after medication administration. The physician was concerned regarding the quality of the was. The was was exchanged for another to successfully complete the procedure.